Event description:
1read polarity switch to unipolar on (B)(6)2021 for a ra bl polar lead impedance measurement of 114 ohms. Rare noise on the ra lead before the polarity switch occurred and atrial undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).